Event description:
It was reported that "on october 17, the first PICC catheter was inserted into the patient for analgesia management in a homecare se tting. Later, on october 27, the patient presented to the emergency department with a two-day history of chills and fever spikes recorded at 37.8 c, 38.7 c, and 39.5 c. The patient also reported experiencing resistance to the administration of medications through the PICC catheter in recent days. On november 6, a second catheter was inserted after the patient was readmitted due to fever and diagnosed with bacteremia. However, the patient continued to experience resistance to medication administration through the device, leading to its removal and the initiation of antibiotic treatment. Finally, a third attempt was made with the placement of a new catheter. However, on november 14, this catheter was also removed due to persistent resistance to medication flow. A new device was then implanted." Associated complaints 9680794-2025-00056 and 9680794-2025-00058.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen catheter for analysis. Signs of use were observed on and within the catheter and extension lines. Visual inspection did not reveal any defects or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal tip measured 50.50cm , which is within the specification limits of 50.32cm - 50.80cm per catheter product drawing. The outer diameter of the catheter body measured 0.0675", which is within the specification limits of 0.0660" - 0.0710" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush both extension lines, and no blockages nor leaks were observed. The catheter flushed as intended. A manual tug test confirmed the luer hub was securely attached to the extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a blocked catheter was not confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements. Functional inspection revealed the catheter flushed as intended with no blockages detected. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "on (B)(6), the first PICC catheter was inserted into the patient for analgesia management in a homecare setting. Later, on (B)(6) the patient presented to the emergency department with a two-day history of chills and fever spikes recorded at 37.8 c, 38.7 c, and 39.5 c. The patient also reported experiencing resistance to the administration of medications through the PICC catheter in recent days. On (B)(6), a second catheter was inserted after the patient was readmitted due to fever and diagnosed with bacteremia. However, the patient continued to experience resistance to medication administration through the device, leading to its removal and the initiation of antibiotic treatment. Finally, a third attempt was made with the placement of a new catheter. However, on (B)(6), this catheter was also removed due to persistent resistance to medication flow. A new device was then implanted." Associated complaints 9680794-2025-00056 and 9680794-2025-00058.

Manufacturer narrative:
Qn#(B)(4).